Manufacturer narrative:
Event was also reported by user under report number mw5100535.

Event description:
On (B)(6) 2021, nuface was made aware of a user experiencing facial pain after using the nuface trinity device for one week. The user stated she experienced pain in the face and neck region. The user reported trying over the counter treatments to alleviate the pain- but was not successful and symptoms persisted. The user reported that upon a visit to her physician, she was diagnosed with trigeminal neuralgia and was prescribed gabapentin as a result. The device was returned for investigation and an investigation was performed on the returned device on (B)(6) 2021. The investigation found that the device performed as expected and passed all relevant functional testing. After the investigation, we are unable to determine whether use of the nuface trinity device contributed to the user's diagnosis of trigeminal neuralgia.